Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and experienced skin overgrowth at the abutment site. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.